Manufacturer narrative:
Concomitant medical products: model: 4555, competitor lead; implanted: (B)(6) 2007; model: dtba1d1, crt-d; implanted: (B)(6) 2016; model: etlw1613c124e, abdominal stent graft; implanted: (B)(6) 2015; model: etbf2816c166e, abdominal stent graft; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising rv defib coil impedance, and rising, high/undefined superior vena cava (svc) defib coil impedance. Reprogramming was completed and the svc coil was programmed "off" due to suspected fracture. The lead remains in use. No patient complications have been reported as a result of this event.